Event description:
During an abdominal hysterectomy, the blade was broken off the instrument. The customer attempted to locate the blade with 2 x-rays of the pt, but was unsuccessful. The blade was then found in the drape. The case was completed with a second instrument with no pt consequence.